Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-apr-08, additional information was received from the healthcare professional (hcp). Clarification had been requested regarding the patient's report of getting too much drug because of being allowed boluses. The hcp reported that "this is not a device issue".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implanted pump. The indication for pump use was not provided. On 22-feb-2019 the patient reported that sometime last year (2018), he felt cloudy as he was allowed boluses and he got too much drug. He then was helping with his friend¿s car; got hit in the head with a garage door; got a concussion; and started having leg numbness. He then developed thoracic spine pain which was why he was getting an MRI today. After the drug cloudiness, they reduced his drug dosage by 30%. No further complications were reported/anticipated.